Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, product type: screening device.

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that the patient thought the wires moved and there was a lead migration because they felt stim in a different location. It was noted it was still in the bicycle area. The issue was not resolved at the time of the report. No further complications were reported/anticipated.